Event description:
Oracle (B)(4): fails accuracy +7.45% (during testing/no patient injury).

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Replaced faulty expulsor assembly. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported problem was duplicated. Action: recommend expulsor assembly to be replaced.